Event description:
It was reported that during a coronary drug eluting treatment procedure, difficulty removing the balloon was encountered. The treatment was for a lesion located in the left anterior artery (lad) bypass graft. The physician successfully deployed a taxus express2 3.5 x 20 mm stent at the target lesion. However, upon withdrawal the physician encountered some resistance. The physician felt the balloon was sticking to the stent. The physician was able to remove the balloon from the stent. No further intervention or complication was reported.

Event description:
It was further reported that the target lesion was 80% stenotic and moderately calcified in a mildly tortuous left anterior descending artery (lad) bypass graft. It is noted that this is an off label use. The lesion was predilated and the taxus stent was deployed at 13 atms for 25 seconds. No pt complications or injury were reported.